Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2019558, d.4. Medical device expiration date: 31-jan-2025, h.4. Device manufacture date: 19-jan-2022. D.4. Medical device lot #: 2159373, d.4. Medical device expiration date: 31-may-2025, h.4. Device manufacture date: 08-jun-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was poor sleeve function and blood leakage occurred. This occurred with 10 of each lot. There was no user or patient impact. The following information was provided by the initial reporter: rubber sleeve leaking.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 14-apr-2023. Bd received 50 samples (28 from lot 2019558 and 22 from lot 2159373) for investigation. Ten (10) samples from each reported lot number (20 total) were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lots was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was poor sleeve function and blood leakage occurred. This occurred with 10 of each lot. There was no user or patient impact. The following information was provided by the initial reporter: rubber sleeve leaking.